Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter, which a material rupture was present in the middle portion of the balloon approximately 79 mm from the distal marker band. Under microscopic evaluation (10x-30x), a longitudinal material rupture was found to be in a "z" shape. The length of the "z" shaped rupture was approximately 0.5 mm. Distal to the "z" shaped material rupture, is a significant scratch. The length of the scratch is approximately less then 0.5 mm. The hcp predilated the heavily calcified target lesion. The lutonix dcb was prepared by establishing negative pressure and removing the balloon protector without issues. The hcp reported no noticeable defects of the lutonix dcb catheter. After predilation, the hcp advanced the lutonix dcb to the target lesion through a previously placed stent in the proximal sfa. Lot history review revealed this is the only complaint associated with the corporate lot number gfcx3313. The DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: returned product analysis confirmed a longitudinal "z" shaped material rupture present in the middle portion of the balloon. The DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The health care professional (hcp) reported the target lesion was heavily calcified and the pathway to the target lesion contained a previously placed stent. Therefore, the known information from the hcp and the returned sample provides both confirmation of the reported event, and leads to the possibility that the longitudinal "z" shaped material rupture is likely consistent with use in a heavily calcified target lesion. If additional information becomes available, a supplement report will be submitted with all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly failed to inflate when attempting to treat the left superficial femoral artery (sfa). The health care professional (hcp) used a contralateral approach to gain patient access with a 6 french cook introducer sheath over an 018 terumo guidewire. The hcp predilated the heavily calcified target lesion. The lutonix dcb was prepared by establishing negative pressure and removing the balloon protector without issues. The hcp reported no noticeable defects of the lutonix dcb catheter. After predilation, the hcp advanced the lutonix dcb to the target lesion through a previously placed stent in the left proximal sfa. The hcp used an inflation device, but the lutonix dcb balloon would not inflate. The hcp used another lutonix dcb to complete the procedure. The lutonix dcb was returned for evaluation and a material rupture was discovered. No adverse patient outcomes were reported.